Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error due to leaking oil on motor home switch. Unable to perform displacement and confirm e70 alarm due to constant motor error alarm. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked display window, broken belt clip slot and cracked battery tube threads.